Event description:
Cardiopulmonary arrest while on hemodialysis monitor vfib/vtach. Attempted to deliver 200 joules to defibrillate. Would not deliver current. Multiple attempts & rechecked user sequence. Checked user, my technique. Using ldi/ldii rhythm evident and w/multiple attempts - screen said "system - error - alarm #1" finally discharged current approx 4th or 5th try, and delivered 187 joules to pt. Appropriate muscle response noted (torso jerked). Again trying to deliver shock and failed. Changed at machine/not paddles/vfib. Tried turning off & back on. Sporatic delivery of shocks for vfib.